Event description:
Per the clinic, the patient experienced an infection at the abutment site (date not reported). Subsequently, the patient underwent abutment removal procedure on (B)(6) 2025. During the same procedure, the patient was implanted with a transcutaneous osia implant system on the contralateral site under general anesthesia.